Event description:
A malfunction event was reported, but it did not lead to any adverse impact on the customer's blood glucose level. The customer had not previously reset the pump, so technical support provided instructions to do so, and the malfunction code did not recur after the reset. The customer was advised that the pump could continue to be used and to contact support again if the issue reappeared, which the customer acknowledged and understood.